Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to wear of angle wire bending angle in up direction does not meet the standard value, due to deformation of flexibility adjustment ring flexibility adjustment function does not work, universal cord has a wrinkle, connecting tube has a wrinkle, due to a crack on up/down knob, water tightness is lost, due to wear of angle wire the play of up/down knob is out of the standard value, adhesive on bending section cover has a chip, adhesive on bending section cover has a crack, universal cord has a scratch, protector of universal cord on control section side has a scratch, protector of universal cord on scope connector side has a scratch, paint on suction cylinder is peeled, adhesive around objective lens is peeled, adhesives around light guide lens has white-clouded area, light guide lens has a chip, plastic distal end cover has a dent, connecting tube has a scratch, connecting tube has coating peeling, due to adhesive peeling around objective lens flare occurs. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the evis lusera colonovideoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material that remained in the nozzle was not confirmed. The instruction manual states the detection method associated with the event in "gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures." The legal manufacture reviewed the customer provided cleaning, disinfection and sterilization (cds) processes, and no obvious deviations from the instructions for use (IFU) were confirmed. Olympus will continue to monitor field performance for this device.